Manufacturer narrative:
Device is a combination product.

Event description:
It was reported via medwatch (mw5085015) that shaft break occurred and removal difficulty was encountered a 3.00x38mm synergy ii drug-eluting stent was advanced to treat the lesion, however, the device failed to cross through an existing stent and when the device was attempted to be removed, the shaft broke. Difficulties were encountered upon removing the device but was eventually removed completely. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the stent bunched and moved in a distal direction on balloon over the distal marker band. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a break on the midshaft extrusion 39.5cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported via medwatch (mw5085015) that shaft break occurred and removal difficulty was encountered. A 3.00x38mm synergy ii drug-eluting stent was advanced to treat the lesion, however, the device failed to cross through an existing stent and when the device was attempted to be removed, the shaft broke. Difficulties were encountered upon removing the device but was eventually removed completely. No patient complications were reported.